Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the affiliate, a perforator failed to disengage, perforating the dura.

Manufacturer narrative:
The device was returned for evaluation. The perforator was visually inspected. The unit was received with a torn product label and damaged blue sleeve. All damage was deemed to be unrelated to the manufacturing process. Functional testing was then performed. A series of holes were drilled per the test method. No issues were found. The device functioned as intended. A review of manufacturing records could not be reviewed, as no lot information was provided. Based on the results of the investigation, the reported issue could not be confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.